Event description:
Hcp reported per annual device tracking report explant of device system due to "allergic reaction to silastic catheter vs chemical/viral meningitis. The pt experienced low grade fever and headache." Follow-up with hcp revealed "the pt without signs and symptoms of infection other then abdominal pain and headaches. Radiologist under fluoroscopy obtained cerebral fluid which showed meningitis. However, at explant cerebral spinal fluid cultures negative. No evidence of meningitis on examination." Pt had pump replaced without complication.